Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had a button error. The customer's blood glucose level was 170 mg/dl. The customer reported that his insulin pump kept on showing him a button error on the screen. The customer was assisted in troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened esc and act buttons dome switch. No unlocked j2 or lcd keypad connector noted.